Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Air in the patient line was observed during use of the homechoice device. This observation was made during the initial drain cycle. The technical services representative assisted the patient in ending therapy. During troubleshooting, no abnormalities were noted that could have caused or lead to this condition. There was no patient injury or medical intervention in association with this report. No additional information is available.